Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced glare, blurred vision. Hence the lens was explanted and replaced with another lens in a secondary procedure. Additional information was requested but is not available at the time of this report.

Manufacturer narrative:
Additional information was provided in d.4., d.6.a., h.3., h.6., and h.11. The manufacturer internal reference number is: (B)(4).